Manufacturer narrative:
A good faith effort (gfe) was performed to clarify the customer allegation, specifically if the device produced sound and if a speaker malfunction inoperative (inop) was displayed. The customer cancelled his order and advised that support is no longer needed. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. We are unable to confirm the final disposition of the device, because the customer refused further support.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #:(B)(4).

Event description:
The customer reported that the loudspeaker assembly was defective. It is unknown if the speaker produced any sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.